Event description:
It was reported that the customer was hospitalized for low blood glucose. It was reported that the customer was passed out and had an insulin reaction prior to the hospitalization. The bolus history was checked. Troubleshooting was performed at the time of call. The insulin pump functioned properly. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.